Event description:
Md was using this product, a trial product, to gain access to brachial artery. Guide wire coiled in artery and when he tried to remove the guide wire, the guide broke leaving the tip of the wire in the artery. It needed to be surgically removed.